Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 299mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion site to inspect the cannula. During the system check, tandem technical support (cts) was informed by the contact the steps that are taken to remove the air from the cartridge. Cts informed the customer that the incorrect cartridge air removal technique was being performed. Cts guided the contact through loading a new cartridge onto the pump following proper cartridge air removal technique and insulin deliveries were successfully resumed.